Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced issues uploading to carelink. The customer's blood glucose was unknown. The customer also stated that he received an external ram crc error alarm, an unexpected restart alarm, and a displayable history crc check failed on startup alarm. Troubleshooting was done. The customer's insulin pump passed the test. Explained that the insulin pump was functioning normally. Advised customer to monitor the insulin pump. The customer stated that he did not want to replace his insulin pump. Nothing further reported.